Manufacturer narrative:
Permeability test: a permeability test has indicated that the m.blue valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. Because the m.blue valve is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Internal inspection: after dismantling of the valve, deposits were found. Results: based on the results of the investigation, scratches, a dented housing valve diaphragm, and a blockage at the valve can be identified. The dented valve diaphragm deactivates the brake mechanism and prevents the opening pressure from being fixed. The deposits found in the valve inlet are the cause of the blockage, as well as the valve diaphragm not flapping/clicking back and the resulting spontaneous adjustment of the opening pressure. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue valve was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained device was returned to the manufacturer for evaluation.